Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The software was upgraded to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The software was upgraded to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported sf188 and revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf188 was due to a software issue while the internal battery degraded warning alarm was due to battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. The device was not in patient use when the reported event occurred.